Event description:
It was reported that customer experienced intermittent episodes of high blood glucose while using mobi pump, with highest value showing as ¿high¿; although no specific value not provided. Customer gave correction injection with multiple daily injections, removed mobi pump, and did not seek third-party help, while technical support contacted customer, reviewed pump and infusion site use, provided guidance on correct applicator removal, site rotation to additional body areas, timely changes of infusion set and cartridge, importance backup plan for high blood glucose with healthcare provider, and arranged for replacement supplies for those that were removed early.